Event description:
On 29 april 2022, senseonics was made aware of an event where the user experienced an hypoglycemia event and paramedics were called to the scene.

Manufacturer narrative:
The user's sensor had already reached its end of life before the hypoglycemic incident happened. Since the user had no active sensor at the time of incident, the system would not assert any alerts. User was administered with glucose tablets which took the blood glucose up to 200 mg/dl. No further investigation was found necessary for this complaint.